Event description:
A month after treatment with juvederm ultra in the nasolabial folds and below the eyes mid papillary and orbit the patient presented with redness and abscess on the right nasal wall. The physician noted juvederm was not prescribed in the affected area. The physician believes it may be an infection that can become a potential scar. The patient was taking doxycycline (twice daily) concomitantly with the juvederm injection. The physician prescribed altabax cream and dicloxacillin (4x daily). The ulcers have healed. Culture done on the nose and skin were negative.

Manufacturer narrative:
Medwatch sent to FDA on: 15-oct-09. Device evaluation summary: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. This reaction could be linked to a hypersensitivity of the patient, to the injection itself or to a secondary reaction to the injection.